Event description:
Customer reported that machine was left running between cases. Between cases, it was noted that gas flow stopped, and the ventilator and machine remained running. There was no flow indication on the flow tubes. Flowmeter knobs were turned with no response of flow. There was no reported pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.